Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had delivered shocks to the patient over the weekend. The ICD was interrogated and it was confirmed that the shocks were appropriate. Guidant received information that the patient died later that same day. Review of the stored egrams noted reocurring pvt and egram clarity and amplitude decreased with diverted episodes and episodes that fell out of detection window. On october 1, 2001 guidant received additional information that indicated the physician was concerned that the ICD's ability to sense properly may have contributed to the patient's death.